Manufacturer narrative:
Power cord ground prong, siderail timing link.

Event description:
It was reported by the service report that the foot left rail is stuck in the down position and power cord is damaged. No pt involvement or adverse consequences were reported.